Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor reading compared to competitor capillary meter, and subsequently experienced seizure and loss of consciousness. The customer was given sugar by a third-party and taken to hospital where a healthcare meter result of 32 mg/dl was obtained compared to sensor reading of 96 mg/dl. The customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor reading compared to competitor capillary meter, and subsequently experienced seizure and loss of consciousness. The customer was given sugar by a third-party and taken to hospital where a healthcare meter result of 32 mg/dl was obtained compared to sensor reading of 96 mg/dl. The customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.